Manufacturer narrative:
One device was returned for investigation in used conditions. Device had a cracked tank cover, multiple nicks on the enclosure and the quick connect was corroded. Functional testing was done where water was put into the tank, plugged in and device was turned on. Device immediately was overtemp and alarmed right away. Probable cause is printed circuit board being out of calibration along with broken light emitting diodes. No action was taken due to the device being beyond economical repair. Manufacturing device history review was not performed as device is beyond a year from manufacturing date. Service history review showed device had not been in for service previously.

Manufacturer narrative:
UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an over temperature error and was noisy. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.